Event description:
It was reported that the patient states that she has been in pain since the time of implant. She is very stiff in the morning and requires medication to function. She is on her feet most of her work day. She saw her physician approximately (B)(6) weeks ago. She had taken blood work for metal/iron levels. The test results showed high metal levels for cobalt. The surgeon has determined that, if levels increase, she will need revision surgery. She is being monitored and will have another blood work test in 6 weeks. She has also lost significant range of motion and is experiencing intense pain.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.